Manufacturer narrative:
The initial MDR was incorrectly submitted as follow up #1. This record is for the correction to initial report an event regarding pain and infection involving a trident shell was reported. Following a review by a medical professional shell loosening was confirmed. Infection was not confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the proximal ongrowth surface of the acetabular shell is shown in figure 6. A representative image of the ongrowth surface is shown in figure 7. Boney material was observed on the ongrowth surface (figures 6 and 7). The distal surface of the trident shell is shown in figure 8, and exhibited explantation related damages along the ID rim. Material analysis: a material analysis has been performed. The report concluded: there was no evidence of manufacturing or material defects on any of the device features examined. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: on x-ray, the trident cup appeared loose with radiolucent lines around although without gross migration. Cup position was quite adequate and therefore a mechanical overload condition preventing bone ingrowth fixation of the cup is not likely present leaving infection as an other important possibility for loosening. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: a review of the medical records by a clinical consultant concluded: despite negative bacterial cultures, infection was still the most likely cause of failure and patient was treated as if infection was present which is the best approach under the given conditions. Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Infection possibly contributed to partial cup loosening with some radiolucent line formation without gross loosening. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the (B)(6) year old, male patient has undergone a revision of a right thr which was implanted on (B)(6) 2013. The patient presented with pain and the surgeon suspected infection and took a decision to revise. During the procedure there was no evidence of infection and the stem was in good condition. There is some damage to the trunnion due to explantation.